Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the nozzle and burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. The section of the device with the foreign material had no physical damage. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The user may be able to detect the subject events by handling the device in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system.¿ instructions for gif/cf/pcf-290 series operation manual chapter 3 ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ the user may be able to reduce/prevent the subject events by handling the device in accordance with the below IFU. Instructions for gif/cf/pcf-290 series operation manual chapter 4 ¿operation¿ section 4.3, ¿using endo therapy accessories.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.